Manufacturer narrative:
Catalog number, UDI and initial reporter also sent report to FDA? Are unknown; no additional information was received. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed and root cause could not be determined. No lot number was provided; therefore, a device history record (DHR) review could not be completed.

Event description:
It was reported that the pump was beeping a two-toned beep with no alarm on screen initially, then it went to a high pitched alarm and displayed 'no disposable, clamp tubing'. After troubleshooting, it was determined that the cassette was causing the alarm. No patient injury was reported.